Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient's g5 mobile application was deleted from their smart device. No additional patient or event information is available.